Event description:
Boston scientific received information that one day post implant the right ventricular (rv) lead exhibited impedance measurements greater than 2500 ohms and increased threshold measurements. A revision procedure was performed where the proximal setscrew on the device was found to be loose. After tightening the setscrew, the impedance measurement dropped to 580 ohms. The rv lead and device remain implanted. No adverse patient effects as a result of the revision procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.